Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an issue with the pump and that he needs a replacement pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/30/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/18/2013 with the following findings:during testing, the display screen was found to be dim and discolored. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.